Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 226 mg/dl and called an ambulance. The emergency medical personnel received a result of 96 mg/dl on their unknown meter. Following the event, the consumer control solution tested her test strips receiving a result indicating that the integrity of her test strips had been compromised. The consumer stated she does not control solution test regularly which is contrary to nova's directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.